Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.